Event description:
On (B)(6) 2012, the reporter contacted animas alleging that over the past four days the patient has been experiencing blood glucose (bg) between 300 mg/dl and "hi" (>600mg/dl) with nausea and vomiting. During troubleshooting the reporter stated that there were two big air bubbles in the tubing the previous day. Troubleshooting indicated that the patient was filling the cartridge with refrigerated insulin. Customer support advised the reporter that insulin should be removed from the refrigerator at least two hours prior to filling the cartridge to help avoid air bubbles. There is currently no indication or allegation of a product issue. This complaint is being reported because the patient allegedly experienced hyperglycemia while using insulin pump therapy. Use error was determined to be a cause or contributor to the reported incident

Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.